Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected restart alarm test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, and excessive no delivery test. All operating currents are within specification. The device had a low reservoir alarm feature and was programmed at 20 unit. After delivering several bolus and with 20 units left on display, the device alarmed low reservoir. The insulin pump had a cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump suspended when it was not under the suspend limit. The customer's blood glucose was 7.8 mmol/l at the time of incident. It was reported that the insulin pump passed high pressure test. The insulin pump will be returned for analysis.